Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported error message "power up test fails code #14". However, compressor checks ok., but fault log shows shut down and connection errors to display. The fse then inspected the iabp and found saline damage to the coiled cable connector, backplane board, power management board and pim to backplane cable assembly. Fse ordered all necessary parts, and then subsequently replaced all the damaged parts. Fse verified iabp calibrated and pass all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
Customer reported that the intra aortic balloon pump (iabp) shut down on a patient. This occurred while patient was being transported to the hospital; however, patient was placed on back up pump and no harm resulted to patient. The iabp was taken to internal hospital biomedical team on the same day and the biomed reported that when the iabp was turned on it displayed "power up test fails code #14". No adverse event was reported.